Event description:
When starting IV access on patient with angiocath bd nexiva #20 1.1x25mm, after penetrating the skin, the needle would not advance enough to get a flashback. Upon inspection, the tip of the needle appears to be bent. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.